Manufacturer narrative:
Device evaluated by MFR - visual inspection revealed the wave spring had detached from the handle, causing the handle valve assembly to come off from the needle. A quality improvement project was initiated to address the wavespring detachments. Review of the device history record confirmed this lot met mfg requirements prior to shipment.

Event description:
It was reported that during an ablation procedure, after the second transeptal puncture, the physician noted the wavespring detached, causing the handle/valve assembly to separate from the proximal end of the needle. There were no consequences to the pt.